Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Complaint conclusion as reported, the indicator of an unknown exoseal vascular closure device (vcd) did not change from black/white. The device came out of the body as is, and manual compression was used to complete the procedure. There was no reported patient injury. An unknown brite tip sheath was used with the device. The device was used after an endovascular therapy (evt) procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ the information available for review does not suggest that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator of an unknown exoseal vascular closure device (vcd) did not change from black/white. The device came out of the body as is, and manual compression was used to complete the procedure. There was no reported patient injury. An unknown brite tip sheath was used with the device. The device was used after an endovascular therapy (evt) procedure. The device will not be returned for analysis.